Manufacturer narrative:
Investigation summary: catalog # 445870, mg1670: the customer reported that the mgit equipment stopped working (froze) and several tests gave conflicting resistance/sensitivity results before the equipment had the current problem. No patient impact was reported. The field service engineer went on site and discovered that the problem was due to a software initialization error due to switch 4 maintenance issues. The switch was cycled a few times, which improved the contact, and the instrument restarted without errors. As such, being the result of poor maintenance, this is an unconfirmed failure of a bd product. The root cause of the complaint could not be determined. There were no samples for review in relation to this complaint, as the failure mode was for the instrument freezing and providing conflicting results. A service history review was performed for the instrument and while there were no recent additional work orders were observed for the exact complaint failure mode reported, a previous service call for the instrument stopping to work indicated the cause as the instrument was dusty after renovations. A general cleaning and maintenance of the instrument was required to put it in working condition. Review of the device history record for instrument s/n mg1670 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Bd quality will continue to closely monitor for trends associated with computer/peripheral/communication issues related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 system, incorrect ast results were given. There was no report of patient impact.

Manufacturer narrative:
This MDR was previously submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483. After additional review, it was determined that no additional mdrs were required for this instrument malfunction. This MDR should be considered cancelled.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 system, incorrect ast results were given. There was no report of patient impact.